Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue. He observed the centrifugal control unit (ccu) to function properly. The unit operated to the manufacturer's specifications. Per data log review, the complaint description is 'ccu had audible coasting alarm with no trigger and without going to coast revolutions per minute (rpm) speed'. (B)(6) 2021: 05:50:32 perfusion screen opened; centrifugal already started running above coast speed; 06:50:22 low level alert causes arterial to coast (1500 rpm); 06:50:23 level detection disabled; 06:53:17 centrifugal set above coast speed; 07:02:02 speed adjusted below coast speed causes a coast message (no audio); 07:53:20 level detection enabled; 07:54:53 speed set above coast and then pump stopped; 07:57:47 pump started; 07:57:52 speed set above coast; 08:01:03 speed adjusted below coast speed causes a coast message (no audio); 08:01:11 speed set above coast; 08:38:15 speed adjusted below coast speed causes a coast message (no audio); speed set above coast; 08:40:27 level not attached alert, audio only (no visual indication to user); 08:40:36 speed adjusted below coast speed causes a coast message (no audio); 08:40:43 speed set above coast; 08:45:41 level not attached alert, audio only (no visual indication to user); 08:48:41 level not attached alert, audio only (no visual indication to user); 08:48:48 level detection disabled; 08:49:16 level detection enabled; 08:50:03 level not attached alert, audio only (no visual indication to user); 08:50:15 level not attached alert, audio only (no visual indication to user); 08:50:18 level detection disabled; 08:50:42 level detection enabled; 08:50:46 level not attached alert, audio only (no visual indication to user); 08:52:40 speed adjusted below coast speed causes a coast message (no audio); 08:52:53 speed set above coast; 09:29:15 perfusion screen exited. It is possible the user heard the level not attached alert audio with no indication of what caused it several times. When they looked in the messages tab, they observed a coasting indication. The coasting indication (and trigger) will occur any time the centrifugal pump speed is reduced to 1550 rpm or lower. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe any audible coast alarms without a trigger or without going to coast rpm speed. The centrifugal controller was observed for approximately 48 hours to function as intended.

Event description:
Per clinical review: the team had an incident with the centrifugal system during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. According to the information relayed on to the team, the centrifugal system gave the perfusionist a message on the central control monitor (ccm) and had an audible coasting alarm with no trigger and without going to coast revolutions per minute (rpm) speed. Technical support was able to interpret the log data and the information was that the system did go to coast due to a safety response/rpms were less thank the coast speed. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The logs showed a miscommunication between the ccu and the central control monitor (ccm) where the ccm mistakenly read the ccu speed at 1500 rpm. It was unclear where the issue was initiating within the system. The fsr replaced the ccu. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) had an audible coasting alarm with no trigger and without going to coast revolutions per minute (rpm) speed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.